Event description:
Hamilton-c3 tf 431017 alarm on february 4, 2021, we delivered one of the hamilton-c3 s/n (B)(6) to (B)(6) hospital. Tf431017 occurred less than a month after installation. The customer was strongly dissatisfied and very unhappy with this issue. So, on march 9th, 2021, we had no choice but to exchanged it with new device. After replacing with new device, hamilton-c3 s/n (B)(6) was recovered and inspected internally. However, the same alarm problem (tf 431017) did not occur and we could not find the cause of this problem. Because of this, we are concerned that the same symptoms may occur later, and the device cannot be resold. Therefore, we request replacement of parts or equipment. We'd like to make sure this problem doesn't recur again. And we don't want our customers to ever deteriorate the image of our products & brand image with these problems again. Please note that the serial number of the device was lower when compared to the others stocked with the equipment at the time of the first warehousing. Please refer to the attached file.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not under ventilation. The root cause was determined only by the pass of tsw (software tests) after the inspiratory valve and mainboard were exchanged. The root cause was then confirmed to be defective inspiratory valve. In consequence the inspiratory valve and the mainboard were replaced. There was no patient or user harm reported.